Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they had issues with high blood glucose levels and the paramedics responded and they went to the hospital. The customer states they had a stroke and were hospitalized. The customer states they would be following up with their doctors instructions.